Event description:
On (B)(6) 2021, it was reported that this patient on peritoneal dialysis (pd) had an infection. There were no reported allegations that the event was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported that the patient having symptoms of abdominal pain. As a result, on (B)(6) 2021, the patient was admitted to the hospital for peritonitis and an infected pd catheter (not a fresenius product). It was reported the patient had a pd culture obtained (on (B)(6) 2021) which grew the bacteria staphylococcus epidermis. While hospitalized, the patient is treated with vancomycin and rocephin (dose unknown) intravenously (IV). Additionally, the nurse indicate the patient¿s pd catheter (not a fresenius product) was removed and the patient is receiving hemodialysis. The patient remains hospitalized at the time follow-up was conducted. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the event to touch contamination (during the pd exchange) and an infected pd catheter (not a fresenius product).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Additionally, the patient had an infected pd catheter (not a fresenius product) which is a portal of entry for microorganisms into the peritoneal space. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange and an infected pd catheter (not a fresenius product), as reported by the patient¿s nurse.

Event description:
On (B)(6) 2021, it was reported that this patient on peritoneal dialysis (pd) had an infection. There were no reported allegations that the event was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported that the patient having symptoms of abdominal pain. As a result, on (B)(6) 2021, the patient was admitted to the hospital for peritonitis and an infected pd catheter (not a fresenius product). It was reported the patient had a pd culture obtained (on (B)(6) 2021) which grew the bacteria staphylococcus epidermis. While hospitalized, the patient is treated with vancomycin and rocephin (dose unknown) intravenously (IV). Additionally, the nurse indicate the patient¿s pd catheter (not a fresenius product) was removed and the patient is receiving hemodialysis. The patient remains hospitalized at the time follow-up was conducted. The patient¿s nurse confirmed the patient did not have any any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the event to touch contamination (during the pd exchange) and an infected pd catheter (not a fresenius product).